Manufacturer narrative:
The scope was returned to the service center. The evaluation found the bending section cover at the distal end of the scope was ruptured. Additionally, there were excessive deep dents along the insertion tube. As part of the investigation, olympus followed up with the user facility to obtain additional information. The lead respiratory therapist at the user facility further reported that the event occurred before the procedure. The intended procedure was completed with no delay using a different device. No other devices were involved or replaced during the procedure. The scope was inspected before use and there was visual defects on the scope so they decided not to use it. The scope had not come in contact with a hard surface or been dropped. They use first step, ecolab #6023175, isopropyl alcohol, and steris cassette for their disinfectant solutions. The scope channel is brushed with a single use brush, conmed #0016117. Pre cleaning is being performed immediately after a procedure, they use the pre mixed first step and flush it through scope and exterior then wipe down with enclosed sponge. There have been no problems with the automatic endoscope reprocessor (aer) machine and the last preventive maintenance on the aer was in february 2020. The endoscope was being leak tested prior to manual cleaning with mu-1. The facility reported there was a ¿normal staff turnover¿. All reprocessing personnel are trained on how to properly reprocess the scope. The scope is stored in the same container used for reprocessing, aesculap steril container s system. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that the scope was incorrectly reprocessed as the user facility reported that during the sterrad process , the cap was left on and the distal end exploded. There was no patient involvement reported.

Manufacturer narrative:
The original equipment manufacturer (omsc) performed a device history record review and no abnormalities were noted. A review of previous complaints, noted on a similar complaint from the customer that ¿all reprocessing personnel at the user facility are trained on how to properly reprocess the endoscope". An investigation was completed by omsc and determined that there was no manufacturing, material or processing related cause for this failure mode. Since all reprocessing personnel were trained on how to properly reprocess the endoscope and IFU provides enough information, the suggested event was potentially due to mishandling by the user. The instruction for use alerts on conducting sterilization with water resistant cap as follows. - 2.1 compatibility summary : list of compatible methods validated in terms of material durability : 2 it is necessary to remove the water resistant cap from the endoscope, when sterilizing the endoscope by sterrad sterilization systems. Otherwise the vacuum generated in the chamber of causes the bending rubber to rupture.